Manufacturer narrative:
(B)(4). The service engineer inspected the device and upgraded the ventilator to a 10.4 graphical user interface (gui) display.

Event description:
It was reported that the ventilator had a blank screen. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.